Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the device damage and leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a crack in a prismaflex m100 set during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed no anomaly. An underwater air leak test was performed and a leak was observed at the level of the return pre-chamber line. Further inspection showed that the return line was cut before the warmer connection. This cut is the cause of the reported leak. The reported condition was verified. The cause of the cut on the return line was not determined. Should additional relevant information become available, a supplemental report will be submitted.